Manufacturer narrative:
Follow-up # 1 date of submission 03/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2015 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the complaint of the keypad buttons' response issue was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and there was no evidence of contamination found under the key contacts. Unrelated to the complaint, investigation revealed a dim, fading, discolored display and a cracked battery compartment. In addition, the audio bolus button cover was found to be detached/missing from the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.